Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an explant procedure of the right ventricular (rv) lead, it was noticed that right atrial (ra) lead had sustained abrasion. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.